Manufacturer narrative:
Section d brand name corrected section d catalog number was corrected.

Manufacturer narrative:
This report is being submitted to document the final investigation conclusions. H6 component code, type of investigation, investigation findings, and investigation conclusions codes have been updated to reflect investigation closure. Investigation summary. Ppae (major bleed) : the cause of the injury was not determined due to insufficient clinical details.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
An impella cp was placed femorally to support the 60 year old male patient admitted in with acute myocardial infarction and cardiogenic shock with underlying known coronary artery disease. The patient was also being supported by ECMO and was vented for respiratory needs. The pump was supporting when on day 4 the team observed bleeding from the orogastric tube (og) and the team treated the patient by infusing a unit of blood. The blood was deemed necessary as the hemoglobin had dropped to 5.6g/dl, when previously the hg lab was 10.0g/dl. Additionally, the team held the heparin. The team weaned the patient off the impella the next day, and patient was supported by ECMO alone.anticoagulation necessary for the pump placement and support can contribute to access site bleeding.